Event description:
On (B)(6) 2014, the reporter contacted animas alleging the pump has lost prime repeatedly and the patient has a blood glucose of 497 mg/dl with nausea. During troubleshooting, customer support found that the patient was using the cartridges per IFU, the cartridge cap was secure, and multiple cartridges from different boxes had been tried, without resolving the problem. The pump will be replaced. The blood glucose excursion does not meet the animas criteria for a reportable adverse event. This complaint is being reported because the prime issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.